Event description:
A data error alert was reported by the customer. The impact on the customer's blood glucose level was not reported due to the customer's decision not to provide this information. No additional information was received regarding the outcome of the event.